Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing t-waves which led to the delivery of inappropriate anti-tachycardia pacing. An x-ray taken showed the helix of a competitor right ventricular lead may have not been fully secured in the patient. Surgical intervention was performed and the ICD was explanted anyways. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing t-waves which led to the delivery of inappropriate anti-tachycardia pacing. An x-ray taken showed the helix of a competitor right ventricular lead may have not been fully secured in the patient. Surgical intervention was performed and the ICD was explanted anyways. No additional adverse patient effects were reported.